Event description:
The user facility reported to terumo cardiovascular systems corp that during vein harvesting procedure, the v-cutter tip broke off while in the patient's leg. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).